Event description:
Dermabond was used as a dressing at the end of a total joint case. When the pa activated the dermabond by squeezing the vial, the inner glass vial broke causing a shard of glass to break through the outer vial cutting the pa's thumb. This caused a blood born exposure to the pa. Dose or amount: 1 vial. Dates of use: (B)(6) 2010. Diagnosis or reason for use: surgical incision.